Manufacturer narrative:
Follow up being submitted for investigation results and corrected data.

Event description:
It was reported that during a surgical procedure at the user facility, the device was heating up while running. The user facility reported that the patient received a second degree burn approximately 1x2 centimeters on the floor of the left nostril adjacent to the upper lip, causing a loss of superficial skin. Antibiotic ointment was prescribed to keep the area moist, prevent infection, and to expedite healing. The user facility expects a full recovery, and no permanent damage is anticipated. The procedure was completed without a surgical delay.

Event description:
It was reported that during a surgical procedure at the user facility, the device was heating up while running. The user facility reported that the patient received a second degree burn approximately 1x2 centimeters on the floor of the left nostril adjacent to the upper lip, causing a loss of superficial skin. Antibiotic ointment was prescribed to keep the area moist, prevent infection, and to expedite healing. The user facility expects a full recovery, and no permanent damage is anticipated. The procedure was completed without a surgical delay.